Event description:
The hcp reported the pt presented in 2004 with signs of an infection of the device pocket. These included redness, swelling, and drainage.a culture of the device pocket was done. The results were unknown to the reporter. The pt was treated with IV antibiotics and total device system explant. The infection resolved and the pt experienced no drug withdrawal.